Manufacturer narrative:
Faulty litter power coil cord.

Event description:
It was reported by service report that the foot-end would not descend, and the bed could not be lowered electronically to the lowest position. No pt involvement or adverse consequences were reported.